Event description:
Zoll customer support contacted a (B)(6) old female patient to exchange her charger/modem and both batteries. The patient's download revealed numerous 'battery charger fault' flags. The patient was issued a replacement charger/modem and two replacement batteries.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation liquid contamination was found on the battery board inside the charger/modem. The cause of the battery charger faults is contamination on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.